Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient accidentally spilling liquid onto the modular cable, causing residue to appear on the cable, was not confirmed. The modular cable (lot number 10939548) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event appeared to have been user error, as it was reported that the patient accidentally spilled liquid onto the device. Review of the device history record for the modular cable, lot number 10939548, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller was recently exchanged on (B)(6) 2025 (pec-add cs-221210). The patient was ready to be discharged from hospital and was experiencing connect to power issues again. It appeared that the patient had spilled something on her brand-new controller. The modular cable connection also appeared to have residue. The batteries and clips were swapped and cleaned. Log file analysis was requested to assess current controller status. The event log file contained odd power cable disconnect alarms when the patient was utilizing battery power. These alarms appeared to be a result of rsoc (battery data) invalid flags. These types of alarms were typically caused by a poor connection between the batteries and clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.